Event description:
It was reported that a patient experienced fluid retention coincident with peritoneal dialysis (pd) therapy. The patient had started using the cycler (previously using manual pd therapy) for a week; however, pd therapy with the cycler was discontinued because the patient began to experience fluid retention in their chest. The patient started using manual pd therapy again and their prescription was changed. After the pd therapy change, the patient recovered from the fluid retention in their chest. At the time of this report, the patient was still performing manual pd therapy. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.